Manufacturer narrative:
The device was received. A visual, functional and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove the stylet was unable to be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation, the stylet was removed from the xience skypoint stent delivery system (sds) with some resistance. After removal, the shaft of the sds fractured. Another xience skypoint was used to complete the procedure without further issue. There was no patient involvement and no clinically significant delay in the procedure. There was no additional information provided.